Event description:
It was reported that during elective device replacement procedure, a slight abrasion was observed on an x-ray. Lead measurements were stable. Lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.